Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: interference waves are generated in the image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: interference waves are generated in the image when the cable is shaken; therefore, the most probable cause it traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device showed intermittent waves in the image. There was no patient involvement.